Event description:
It was reported that a device was used during a pph. It was reported that the device was fired and then the surgeon noticed that there were two unformed staples at the staple line. There was also an unformed staple in the actual stapler. The unformed staples were removed and the case completed with hand suture. There were no consequences to the patient.